Manufacturer narrative:
H3: product ID: 97755-s, serial# (B)(6), product type: recharger was returned and the analysis shows that recharger never got hot after running it for 10 mins. Stuck in passive recharge mode cannot get pass to do the bench test medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they have had problems for a couple of days when they go to charge the implanted neurostimulator. Patient said they had trouble placing the recharger over the implant and they can feel where the stimulator is. Patient then said last night they had the controller completely charged to 100% and when they went to charge, the controller flashed over that the battery is not working. Patient stated the paddle became extremely hot where the cord is connected to the paddle and the whole area was hot. Patient mentioned they felt a funny thing on their back like something from their clothing was rubbing and they started to feel it and it was hot to take it out. Patient confirmed there was no tissue damage. Patient asked how long does the implant (ins) last for. Patient service asked patient to inspect the controller port for damage and patient said there is no visible damage. Controller shows ins 60% and controller 100% charged. Agent asked to I nspect the recharger (rtm) cord for damage and patient said there is no visible damage on the rtm cord. The issue was not resolved. A request was sent to the repair department to replace the recharger device. No symptoms were reported.